Event description:
The patient came in with non-pacing system. The pacemaker was removed to test the leads further but the leads were working perfectly using a pacing analyzer. The pacemaker was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient came in with non-pacing system. The pacemaker was removed to test the leads further but the leads were working perfectly using a pacing analyzer. The pacemaker was explanted and replaced.